Event description:
It was reported that the collimator on the 9900 system closed down during a case. The 9800 system had intermittent communications error and image delay during fluoro. The system may have had uncommanded x-rays. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The fluoro functions chip was reseated. The ffb, gib, and x-ray control boards were reseated and the software reinstalled during the service call. The system was tested and found to be working as intended and put back into service.